Event description:
During use of the zenith flex aaa endovascular graft bifurcated main body, leakage occurred at the junction of the sheath and the hemostatic valve (1820334-2010-00355). The physician also experienced leaking at a greater degree during placement of the zenith flex aaa endovascular graft iliac leg. The leakage experienced with the iliac leg was at the same location and was described as being so severe that it was similar to a faucet. Both systems had been flushed according to the IFU and the pt had been a recipient of heparin prior to the procedure. The amount of blood loss was not measured; however, the pt received two units of blood transfusion.

Manufacturer narrative:
(B)(4): blood loss is labeled in the IFU. Valve leaks are not specifically labeled in the IFU. Check-flo discs critical dimensions are inspected during incoming quality control. Inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. An inspection is performed to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The device was leak tested. A leak was detected exiting the valve thru the iris valve. During testing the iris valve was open with nothing inserted in the valve. The leak stopped as pressure increased in the valve, likely the result of the check-flo disc being pushed into a different arrangement. The check-flo discs were torn, which likely contributed to the leakage. A leak between the sheath and captor valve was not detected. The sheath flare was examined and was unremarkable. We are aware of the potential for leakage through the captor valve and the risks associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. However, corrective action has been initiated in regard this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.